Event description:
Approximately 4 years post procedure, this annuloplasty ring was explanted due to mitral stenosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Two photographs of the explanted 25 mm sjm tailor annuloplasty ring were received from the customer. In the images, the ring contained blood/body fluids, and multiple sutures. The ring was distorted in shape likely due to manipulation at explant and appeared to be entirely covered in white, dense tissue. The device history record was reviewed, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported event remains unknown.